Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronic assembly. The insulin pump was unable to verify weak battery alarm, low battery alarm, battery out limit alarm due to blank display. The insulin pump was received with broken battery cap, scratched display window, cracked display window corner and broken battery tube threads. (B)(4).

Event description:
The customer reported via phone call of a blank display, battery out limit, weak battery, low battery alert and damage from the insulin pump. The customer's blood glucose level was 157 mg/dl. The customer stated that the display was not blank less than 30 seconds. The customer stated that the pump had cosmetic damage. The customer stated that the upper right side of the screen and battery cap is damaged. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.